Manufacturer narrative:
Manufacturer report: field service engineer went to the hospital to service the unit (service ticket). He found that the fill/expell switch assembly inside the unit was loose. He tightened the screws, verified operation and returned to service. A check with our service department, our inhouse service cell, and quality department shows that no other issue like this (screws loose on the switch pc board) had ever been seen or heard of. We will continue to monitor for similar events and trend for corrective action if required.

Event description:
Customer reported to lf customer support that injector is injecting on its own. Technologist states that injector syringe will be loaded with contrast, no protocol set, not enabled. They will notice that the light next to the manual knob will come on and the ram will advance. They can tap on the t-bar handle and the light will go off and injector ram will stop advancing. System has been doing this for a period of time. Injector has not advanced independently when connected to a patient.